Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient¿s nurse was unable to charge the patients ins for the last three days. The nurse could not get the charger to couple. A manufacturing representative walked the nurse through resetting the antenna, but it did not resolve the issue. It was reported that the ins was in a status of off. The patient¿s nurse turned the device back on and the patient started shaking and seemed uncomfortable, so the ins was turned back off. The manufacturing representative met up with the patient and nurse to troubleshoot. The recharger was reported to be working fine. The ins was fully charged. It was reported that the ins must have been allowed to deplete, which allowed it to enter the off status, and then for the last three days the nurses have been charging the ins daily allowing it to reach a full charge. For the last three days the staff has not been able to charge because the ins was already fully charged. The patient¿s response to the device being turned back on was due to lower toleration to the settings because the device has not been on for some time. The patient¿s voltage was lowered and the symptoms resolved. Impedance measurements were taken and found to be normal. No complications or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.